Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Since this happened at the end of patient use, there was no harm to the patient. Per review of wo, device was used on patient and there was no patient injury report. The labeling or IFU revision accompanying this serial number is not recorded in the DHR. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: e. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during patient use, alarm 113 (reduced water temperature control) sounded periodically. Error 64, which was an unrecoverable error, also occurred in an arctic sun device. However, since this happened at the end of patient use, there was no harm to the patient. Per review of wo on 02dec2025, device was used on patient and there was no patient injury report.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during patient use, alarm 113 (reduced water temperature control) sounded periodically. Error 64, which was an unrecoverable error, also occurred in an arctic sun device. However, since this happened at the end of patient use, there was no harm to the patient. Per review of wo on 02dec2025, device was used on patient and there was no patient injury report.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Since this happened at the end of patient use, there was no harm to the patient. Per review of wo, device was used on patient and there was no patient injury report. No sample movement was observed within 30 calendar days from the complaint open date. The investigation was concluded based on the information available to date. If samples are received later, the complaint may be reopened. The labeling and IFU revision accompanying this serial number is not recorded in the DHR. The instructions for use were reviewed and found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during patient use, alarm 113 (reduced water temperature control) sounded periodically. Error 64, which was an unrecoverable error, also occurred in an arctic sun device. However, since this happened at the end of patient use, there was no harm to the patient. Per review of wo on 02dec2025, device was used on patient and there was no patient injury report.